Manufacturer narrative:
(B) (4). A review of the certificate of analysis and packing list for the infuse bone graft did not reveal any non-conformances to specification which might contribute to the reported event. Neither device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the pt underwent surgery on (B) (6) 2009 in the tooth #18-19 area to grow bone using rhbmp-2acs. Pt had pre-op antibiotics, and a full course of antibiotics post-op. The pt reported pain post op.